Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap irritation and thinning. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient reportedly experienced an infection and device extrusion. There is no sign of infection and the recipient's skin flap has healed.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed along the lead and the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.